Manufacturer narrative:
(B)(4). Implant date estimated as (B)(6) 2010. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The reported patient effects of angina and restenosis as listed in the promus everolimus eluting coronary stent system instructions for use (IFU), are known patient effects that may be associated with the use of a coronary stents in native coronary arteries. In this case, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the patient was hospitalized for chest pain on (B)(6) 2012. It was noted that the previously implanted promus stent was found to be 90% re-stenosed in the mid right coronary artery. Pre-dilatation was performed and a non-abbott stent was implanted for treatment. During post-dilatation of the non-abbott stent, a plaque shift occurred in the first diagonal. A non-abbott extra support wire was advanced and balloon dilatation was performed using a 2.5 mm balloon. Residual stenosis was 10%. The patient was discharged on aspirin and clopidogrel the next day. No additional information was provided.